Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) laboratory technician; (B)(4) -failure (event) observed during analysis. Analysis found insulation abrasion at 6.8cm to 7cm from helix tip. Rv cables were exposed but not compromised. The damage is due to friction with another implanted device.